Manufacturer narrative:
(B)(4). Customer report of stenosis was confirmed through observed host tissue overgrowth. Report of insufficiency could not be confirmed through visual observations. X-ray demonstrated wireform intact. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 16 mm on leaflet 3 on the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3 mm on leaflet 2 on the outflow aspect. Host tissue on the stent circumference was heavy at the inflow aspect and minimal at the outflow aspect. Host tissue restricted leaflet mobility and led to stenosis. Sewing ring was observed to be cut around leaflet 1. Sutures remained attached around sewing ring. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for host tissue growth for this particular valve cannot be determined at this time. In this case, this device required explant after two (2) years due to regurgitation and stenosis. Based on the available information, a manufacturing defect was not confirmed. The root cause was likely due to patient related factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 29 mm pericardial mitral valve was explanted from this patient after an implant duration of two (2) years due to tissue overgrowth leading to moderate stenosis and severe insufficiency (4+). A mechanical valve was implanted in replacement. The patient was noted to be stable in ICU after the procedure.